Manufacturer narrative:
Additional, corrected and/or changed data: a.2, a.4, a.6, b.5, b.6, d.6b, h.4, h.6.

Event description:
Patient reported unknown side "recall", "capsular contracture grade iii-IV", "seroma". Additional event of crease/folding of implant. The device has been explanted.

Event description:
Patient reported left side "recall," "capsular contracture grade iii-IV", "seroma," and crease/folding of the implant. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Creases folding of implant: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5; h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade, seroma-late, and product concern.

Event description:
Patient reported unknown side "recall", "capsular contracture grade iii-IV", "seroma". The device remains implanted.